Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 280mg/dl and the customer reverted to manual injections to address the bg level and for insulin therapy. Reportedly, the customer had been using their supplies for more than 3 days and would at times wear the pump against their skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.